Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on (B)(6) 2026. It was reported that the patient received a no communication alarm while using one of their remunity pumps, and the remote displayed a "searching" message. Troubleshooting efforts were unsuccessful and the patient experienced an interruption in therapy. It was further reported that the patient's backup remunity system was not functioning as expected; however, no further details regarding a specific device issue were provided. It was reported that the patient was ultimately admitted to the hospital and would be placed on intravenous remodulin until discharge.

Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.